Event description:
A 24mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted into a patient for endovascular treatment of an abdominal aortic aneurysm 2001. The aneurysm is reported to be 7 cm in diameter with a long infrarenal proximal neck, and the vessels are reported to be very calcified. The diameter of the proximal non-aneurysmal aortic neck was 20 mm and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 17 cm. The patient has a history of severe chronic obstructive pulmonary disease and the patient has a known right iliac stenosis. The patient was taken to the operating room and placed in the supine position on the operating table. After adequate spinal anaesthesia and intravenous sedation, the patient's abdomen and groins were prepped and draped in the usual sterile fashion. Bilateral transverse groin incisions were made and extended to the subcutaneous tissues until the femoral sheaths were entered. The appropriate needles, guidewires, catheters, and sheaths were utilized. The right iliac stenosis was visualized and ballooned. Then, a lunderquist wire was inserted over the wire into the infrarenal area and deployed into the right iliac vessel. The left limb of the stent graft was then isolated, and the 14 mm diameter x 11.5 cm length iliac stent graft was inserted through a 16 french sheath. The device was deployed. A completion angiogram was performed, which revealed good flow through the proximal aspect of the graft as well as both iliac limbs. The physician states that the overlying hepatic/splenic artery was mistaken for the most caudal left renal artery; therefore, the main body of the graft was placed approximately 1 cm to 1.25 cm inferior to the renal arteries. No flow was observed in either hypogastric artery because they had been occluded by the stent graft. The left hypogastric artery also had a dissection. A slight blush was observed within the aneurysmal sac that seemed to be secondary to retrograde flow of lumbar vessels. The guidewires and catheters were removed, and the vessels were closed. Doppler revealed adequate inflow and outflow. The skin incisions were closed, and the wounds were cleaned and dressed. It is reported that the patient tolerated the procedure well and without complications. Patient was transferred to the recovery room in stable condition, and had a smooth hospital course. No additional clinical sequelae were reported, and the patient is reported to be fine.